Event description:
Patient contacted dexcom technical support on 07/08/2015 to report that the receiver displayed a firmware error on (B)(6) 2015. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).